Event description:
On an unknown date in 2016, this patient underwent endovascular treatment of a thoracic aneurysm using non-gore stentgraft(relay). On (B)(6) 2020, this patient underwent an emergency endovascular treatment using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. Ctag was implanted in the distal side to treat an aneurysm rupture with possible distal sine of implanted non-gore device. After implantation of ctag, the access angiography revealed vessel dissection from the left common iliac artery to the left external iliac artery. It was decided the patient will be monitored and the procedure was completed. No resistance was reported on insertion of the 22fr dryseal sheath.

Manufacturer narrative:
DHR review completed. H6: code 3331 - review of DHR completed. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.